Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the pressure sensor mounted on the main board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was "burn-in" tested for more than 4 hours, then tested; the unit passed all functional tests. A cause for the reported problems could not be determined.

Event description:
A user facility reported to olympus that, during standby, the device generated an audible alarm with no error code and the device shut off. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.